Manufacturer narrative:
Nine samples of infusion set 2426-0007 were submitted for quality evaluation. Visual inspection indicates that the distal male luer connector spin collar has cracks in it. The customer complaint of tubing defective / damaged was not confirmed, however, component damage with leakage was verified. Investigation will be forwarded to manufacturing/supplier group for further investigation. After investigation and discussion with manufacturing the root cause for the damages seen to the luers could not be related to the manufacturing process. The root cause for the crack is unknown. The probable cause for the cracking in the luers is an application of alcohol, or antiseptic, on the luer connections before allowing the alcohol to adequately dry, the connectors can crack. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: it seems that we are seeing issue with the primary tubing being cracked.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.